Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08612. It was reported that an error code occurred during aspiration. An avx thrombectomy set was primed for a thrombectomy procedure and inserted into the target vessel. After approximately 2 seconds of aspiration, a check saline error code occurred. At this time a saline leak at the pump was noted. A second avx thrombectomy set was selected and the same thing occurred. The procedure was completed without use of angiojet. There were no patient complications reported and the patient was treated without incident.